Manufacturer narrative:
Concomitant medical products: product ID 37702, serial# (B)(4). Implanted: (B)(6) 2012. Product type implantable neurostimulator: due to additional information received, it was determined that MDR # 3004209178-2018-19265 is associated with the original complaint reported in MDR # 3004209178-2018-05655 that addresses the other implanted neurostimulator (sn: (B)(4)). Additional information received regarding 3004209178-2018-19265 will be submitted as a supplemental in this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep). It was reported the patient was receiving a call your doctor icon. The patient was being scheduled for an evaluation in the healthcare professional¿s (hcp) office. Additional information received from the patient reported that the call your doctor icon was an eri message. 4 of the patient's electrodes were out of range but the patient's stim was appropriate. The patient was being scheduled for revision. The issue was considered resolved. No further complications were reported. Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for cervical radiculopathy and spinal pain. It was reported that the patient was not able to get proper stimulation on their left side. It was reported that there were no factors noted at this time that may have led or contributed to the issue. No diagnostics/troubleshooting has been done at the time of the report, but the rep indicated that they would be meeting with the patient in the physician¿s office on (B)(6). The issue was not resolved at the time of the report. (The patient currently has two inss implanted, unknown which ins this event is related to at this time). The event occurred on (B)(6) 2018. Additional information was received from the manufacturer representative on (B)(6) 2018 reporting that the patient was not getting good coverage on the left side. They met the patient in the hcp office. The patient had 2 implantable neurostimulator (ins)s. One located in left flank for thoracic and was getting good coverage of their low back and legs when stimulation was turned and program adjusted. This ins was at elective removal indicator (eri) and the patient wished to have it replaced. Electrodes 4 and 5 were >10000 during the impedance check. The ins in the right flank was cervical and when turned on had good coverage per the patient in their neck, right shoulder, and arm pain. Electrodes 8 and 11 were out of range(oor).